Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during testing, it was noted that the blade broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Event description:
It was reported that during testing, it was noted that the blade broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The reported event, for blade breakage, was confirmed, a partial piece of a blade was returned for evaluation. As only a partial piece of a blade was returned further evaluation of this partial piece of blade was not possible. As a result a cause for the blade breakage could not be determined in this case.